Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that during chest closure, the surgeon noted that the outflow graft bend relief moved as sternal wires were being tightened. The bend relief appeared to disconnect partially.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.